Manufacturer narrative:
At this time, vyaire medical has not received the sample for investigation. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported to vyaire that during a procedure the catheter continuously detached itself from the y along with leaks in current volume. Medical intervention was indicated there was a change of ventilation treatment due to the reported issue.

Manufacturer narrative:
The sample was fully evaluated but no failure was detected. The reported issue could not be duplicated, so no root cause could be determined.